Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). One (1) used sample was returned for evaluation. Visual examination of the set noted the tubing was partially cut at the location of the green flow clip on the pump segment assembly. The exact root cause could not be determined, however the most probable root cause is attributed to incorrectly loading of the IV set by the clinician. The exact failure mode was able to be replicated in the bbmi lab by inserting an IV set into the pump with the pump's clip in closed position and then forcing the pump door closed. This exact mis-loading scenario is depicted inside the pump door. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformance's of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. However, as a result of this occurrence, all available information regarding this occurrence has been forwarded to our mrb business unit leaders in order to heighten awareness.

Event description:
As reported by the user facility: nurse opened door of pump to clear line and noted leak from tubing, blood being infused at the time. Reported no patient injury.